Event description:
Approximately 3 years ago patient had device implanted in washginton, dc. Recently, patient complained of painful prosthesis that was permanently inflated. There was also an abrasion on the penis the size of a quarter. The prosthesis was surgically removed on may 12th. The prosthesis was hand carried to our bio-medical engineering dept for evaluation.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: valve. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.